Event description:
It was reported when the device was used during an anterior resection, there were no staples present. The case was completed by hand suturing the anastomosis. There was no consequence to the pt.